Event description:
The customer's spouse called and reported customer was admitted to the hospital for high blood glucose of 303 mg/dl and abdominal pains. The customer was trying to give insulin with the insulin pump. It was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked display window and a cracked case near display window corners, noted during visual inspection.